Event description:
Patient ID: (B)(6). It was reported that the patient underwent a stenting procedure on (B)(6) 2022, with implant of a 3.0 x 38 mm xience prime btk stent in the proximal anterior tibial artery (ata). On (B)(6) 2022, the patient was re-hospitalized with worsening of a pre-existing chronic/necrotic wound to the first left toe. Restenosis of the totally occluded 3.0 x 38 mm xience prime btk stent was noted. Additionally, stenosis was noted in the common femoral artery (cfa) and superficial femoral artery (sfa), both non-target lesions, and occlusion in the posterior tibial artery (pta), a non-target lesion. On (B)(6) 2022, angioplasty, using a drug-coated balloon, was performed to treat the restenosis of the xience prime btk stent implanted in the proximal anterior tibial artery. Angioplasty was performed to treat the pta, as well as the stenosis of the cfa. A stent was implanted to treat the stenosis in the sfa. On (B)(6) 2022, amputation of the left forefoot was performed; however, the study physician has deemed the amputation as unrelated to the implanted xience prime btk stent. The patient was in stable condition. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.